Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Also, the t:slim x2 pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen without exiting. Tandem technical support educated the customer regarding the alert and the customer acknowledged. Additionally, it was reported that the customer received a resume pump alarm. Reportedly, the customer had stopped insulin delivery while taking a shower. The customer's blood glucose level was 300 mg/dl at the time of the events. The customer delivered a correction bolus.